Event description:
The customer contact reported the pt received more medication than intended. The pump was returned to the biomedical department with a note that stated, "pt incident." No specific pt info, pump programming, or event details were provided. The customer contact reported the device was removed from clinical service. During testing at the user facility, the device passed testing for delivery accuracy. Multiple unsuccessful attempts have been made to obtain additional info including pt info, pump programming, event details and pt outcome. Hospira is continuing to investigate.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).